Manufacturer narrative:
The surgical patties were not returned for evaluation; however, a picture was provided: DHR - there is no indication that the production process may have contributed to this complaint. All test results passed procedural specifications. Failure analysis - product was not returned for failure analysis however a picture was provided that appears to show a 1/2 x 1/2 pattie disintegrated therefore the complaint condition "fell apart" could be confirmed. Root cause - the root cause is undetermined and was unable to be confirmed in the complaint evaluation. Plausible root cause: user misuse / poor procedure planning.

Manufacturer narrative:
Patties & strips (ID 245404) has been returned for evaluation- device history record (DHR)- there is no indication that the production process may have contributed to this complaint. All test results passed procedural specifications. Failure analysis: the pattie/strip unit was inspected using the unaided eye. The failure analyst noted that the x-ray strip is confirmed to be detaching from the product. The complaint could be verified through failure analysis. Root cause: the x-ray strip is confirmed to have been coming detached from the pattie. There is currently an open CAPA (corrective and preventative action) to investigate the root cause for the product issue.

Event description:
N/a.

Manufacturer narrative:
The device involved in the reported incident is not available for evaluation. An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported a surgical pattie (245404) fell apart during a craniotomy for tumor resection. The product was irrigated and moistened constantly throughout surgery and reirrigated if patties look dry. The procedure was completed with a replacement product available. No patient injury or surgical delay has been reported.